Manufacturer narrative:
Retainer ring = black customer complained on (B)(6) 2021 the insulin pump alarmed critical pump error 35. Device received with critical pump error due moisture damage on the electrical 1 board and electrical 2 board. Device was unable to download to thump and verify pump error 35 due to moisture damage to the electrical 1 board and electrical 2 board. Found moisture damage to force sensor, electrical 1 board and electrical 2 board during visual inspection. Cleaned motor assemblies, electrical 1 board and electrical 2 board with alcohol and no effect. Unable to verify cause of critical pump error due to moisture damage. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, broken belt clip rails and cracked case above the arrow and battery cap icon. The p-cap/reservoir does lock properly. Device alarmed critical pump after battery installation however, the device was unable to download to thump and verify pump error 35 due to moisture damage to the electrical 1 board and electrical 2 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor detected during seating or regular delivery. Customer reported other critical pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.